Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2021 as the event date is unknown.

Event description:
It was reported that movement of the device occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was used. At 45-days post implant, movement of the implant was noted. Multiple transesophageal echocardiogram views showed a large gap of unknown size and the device was sideways in the laa. No additional information is known at this time. There were no patient complications reported.